Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was implanted without the assistance of a company field representative and several standard implant techniques were not used. The system was later tested for sensing and defibrillation, at which time non conversion was exhibited and external defibrillation required. The system returned normal impedance values during the unsuccessful shocks; external defibrillation on all attempts was successful. X-ray images were requested to review and assess the implanted location, as a possible root cause of the observed non conversion. No resulting adverse patient effects and to date, no intervention has been performed. Field follow-up confirmed a second defibrillation test was completed via inverse polarity. A single 80 joule shock was delivered and rate conversion successful. As such, the physician elected to forgo any surgical repositioning intervention and the patient was released.